Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen is intermittently delayed when pressed. Customer stated that after a short period the touchscreen will begin to function as intended. During troubleshooting with tandem technical support, the touchscreen was functioning as intended. Customer's blood glucose level was not impacted.